Event description:
While mixing in IV room pharmacy tech peeled open the package and found dirt in the hub along with hair. The remaining syringes were fine.

Event description:
Add'l info rec'd from MFR 7/26/00: MFR's quality/regulatory systems has evaluated report and sample. Conditions reported have been confirmed based on the sample returned. The foreign material observed inside the needle hub ID appeared to be trnsferred to the needle hub from the rack pin on which the product had been assembled. The foreign material hardened on the hub during the time the rack was traveling through the curing oven. Racks are routinely removed from the assembly process and washed to prevent this type of incident from occurring. Also, a single strand of human hair was found in the package. This condition occurs very infrequently due to the fact the MFR has a plant wide procedure that assures hair is properly covered in all areas where assembly of finished product takes place. Mfg will be advised of this report.